Event description:
It was reported that the patient presented for routine follow-up in clinic. Several unsuccessful attempts were made to interrogate the implantable cardiac monitor with the programmer. The device¿s bluetooth was re-initialized, however, the issue persisted. No interventions were made, as the clinician reported that the device can send remote transmissions. The patient was stable.